Manufacturer narrative:
Correction one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be kn ife trap due to user error. The instructions for use (IFU) cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No corrective action is required, because no trend has been identified. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device has been used successfully, but approximately one and half hours into the procedure following an activation, the device was removed from the patient's abdomen via port/other device it operated from and suddenly its jaws couldn't be opened thereafter. A surgical instrument was used to force it open in order for it to be washed and packaged after use. The patient had no injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device jaws were difficult to open during a procedure. The device had been working as expected. Approximately one and half hours into the procedure, the device was removed from the patient's abdomen via port/trocar for cleaning and the jaws could not be opened. A surgical instrument was used to force the jaws open. There was no damage to tissue and no injury to the patient.